Manufacturer narrative:
(B)(4). The specific product code for the minicap transfer set is unknown. The brand name and 510k have been provided in this MDR. The complaint could not be confirmed due to lack of sample therefore the root cause was undetermined.

Event description:
The customer contacted baxter's technical service center (tsc) because the home patient (hp) needed assistance with ending therapy. The home patient (hp) stated that he had became disconnected during therapy while sleeping in dwell 2. The baxter technical service representative (tsr) assisted the hp with ending therapy. The hp would call the registered nurse (rn) in the morning. There was no patient injury or medical intervention indicated at the time of the initial report. There was patient involvement. Product surveillance contacted hp on (B)(6) 2012 regarding the connection issue. The hp stated that the patient line had become disconnected from the transfer set. The hp stated that the cycler did not alarm. The hp woke up and found that the two had become disconnected while he was in dwell. The hp stated that he closed the transfer set and capped off the patient line. The hp said he called baxter who assisted him with ending therapy on the cycler. The hp said he spoke with his nurse the next morning. The nurse had him come in and she changed out the transfer set. The hp said that he could not see any defects on the transfer set. The hp did not know why the lines became disconnected. Per hp, he did not have any injury or harm as a result of this incident. The hp stated that he is doing fine and continuing therapy without issues. The hp stated that he had discarded the supplies after therapy, and did not know the lot numbers. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.